Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, it was reported that the patient underwent mesh removal on (B)(6) 2011 due to erosion of transvaginal tape.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh revision on (B)(6) 2008 due to mesh erosion at right anterior vaginal sulcus and slight vaginal bleeding. It was reported that the patient had sexual intercourse with her husband soon after surgery even though advised against. She also fell on the ice and fell hard on steps onto her bottom and perineal area.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 concurrently with a cystoscopy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 due to erosion. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The outcomes attributed to the device were pain, infection, erosion, recurrence, bleeding, dyspareunia, urinary problems, and bowel problems. It was reported that the patient underwent revision of eroded mesh on (B)(6) 2008. The patient underwent vaginal exploration and removal of eroded mesh on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.